Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had developed reflex sympathetic dystrophy and experienced arm, shoulder, and chest pain from their implantable cardioverter defibrillator (ICD). The patient also reported that they were getting their ICD removed because their physician said their condition never called for it. According to the patient explant of the ICD is planned; however, it remains in use until the procedure. No further patient complications have been reported as a result of this event.